Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature end of life. Emergency vvi and subsequent reprogramming brought the device back to ddd mode, but the physician elected to replace the device.